Event description:
The customer reported that the active waveguide broke during a hand assisted laparoscopic abdominal colectomy. All device pieces were accounted for and nothing fell into the patient cavity. There was no patient injury.

Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.